Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator for analysis. Signs-of-use in the form of biological material was observed inside the dilator tip. Visual analysis revealed that the dilator body contained a long, gradual bend. Microscopic examination also revealed that the dilator tip was slightly frayed. Stress marks were observed around the damage to the tip. Despite the observed damage , further analysis of the bill of materials from the reported finished good revealed that the dilator included with the kit has a black hub. This does not match the returned sample, which has a blue hub. The customer reported that the dilator became bent when trying to insert into the skin. A second kit was opened by the customer, and the dilator was used, which also was defective. The customer was contacted to verify the correct finished good material#/lot# for the second dilator that was used. They confirmed that the second kit was not the same finished good as the first kit; however, they were not able to provide the correct material#/lot#. Therefore, the root cause cannot be officially confirmed as the correct material#/lot# is not known. A lab inventory guide wire with a diameter of .032" was inserted through the returned dilator. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. Performed per the IFU statement from the reported finished good, "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide. Use tissue dilator to enlarge site as required". A device history record review was performed, and no relevant findings were identified. The IFU provided with the reported finished good instructs the user, "use tissue dilator to enlarge site as required. Warning: do not leave tissue dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation". The report of a damaged dilator was confirmed through complaint investigation. Visual analysis revealed that the dilator body was bent. The distal tip was also slightly frayed. Further analysis of the bill of material revealed that the returned dilator does not match the dilator included within the reported finished good. Further confirmation from the customer revealed that two kits were opened. The dilator from both kits became defective. The first kit matches the reported finished good. The customer confirmed that the second kit was not the same as the reported kit. The dilator met functional testing, and a device history record review was performed on the reported kit with no relevant findings. Because of the discrepancy with the reported finished good and the sample received, the root cause for this complaint cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported the dilator bent when he tried to dilate the skin. A second device was used that also cracked. The device was replaced. No patient harm or injury was reported. The patient's current condition was reported to be "critical".

Manufacturer narrative:
Qn#(B)(4).

Event description:
Physician reported the dilator bent when he tried to dilate the skin. A second device was used that also cracked. The device was replaced. No patient harm or injury was reported. The patient's current condition was reported to be "critical".